Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer and the customer has stated it is not available for analysis. (B)(4).

Event description:
The customer stated that the unit displays vent inop, does not ventilate and an audible alarm of apnea is present. There was no patient involvement in this incident.